Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from cobas 8000 cobas e 602 module serial number (B)(4). The sample was sent for testing on a centaur analyzer and for investigation on a cobas 8000 cobas e 602 module and a cobas e 411 immunoassay analyzer. This medwatch is for elecsys ft3 iii. Refer to the medwatches with patient identifiers (B)(6) for the elecsys ft4 iii assay and (B)(6) for the elecsys tsh assay. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
The patient sample was submitted for investigation. An interfering factor against the ruthenium label of the assay was identified in the sample. The rarely occurring event of this interfering factor is covered by a disclaimer in the section limitation ¿ interference in the method sheets of all applicable products: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.